Event description:
The customer observed falsely depressed architect cea and psa results generated on the architect i2000 processing module. The following data was provided: sid (B)(6) initial psa result 3.40 ng/ml, repeated 0.09 and 3.44 ng/ml. Sid (B)(6) initial cea result <0.50, repeated 2.90 ng/ml. Sid (B)(6) initial cea result <0.50, repeated 0.60 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: multiple = sids (B)(6). The field service representative (fsr) performed troubleshooting on the analyzer which included replacement of the wash zone probe, which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results, as related to the current complaint reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The erratic results rate for the architect i2000sr were all below the upper control limit. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration, erratic sample results and component replacement. Based on the investigation, no systemic issue or deficiency was identified.